Manufacturer narrative:
Initial reporter phone: (B)(6). The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted visual inspection and electrical evaluation of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface of the smart touch bidirectional sf. Electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. However, the hole at the pebax with reddish material inside it could be related with the electrical issue. It should be noted that product failure is multifactorial. To minimize ECG noise, the following guidelines should be followed. ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. On other hand, regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. A manufacturing record evaluation was performed for the finished device 30457664m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside. During the procedure, there was suspected noise at the electrical potentials. The issue was resolved by changing the catheter. The procedure was completed without patient consequences. No further information is available at this time. The noise issue is not MDR-reportable. The hole in the pebax is MDR-reportable.